Event description:
The customer reported that he was hospitalized for three days and his blood glucose was 24 mmol/l. The customer was treated with an infusion of nacl and insulin.

Manufacturer narrative:
The device was returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.